Manufacturer narrative:
A temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hernia which required repair. Based on the available information, the cause of the patient¿s hernia cannot be determined. However, there is no objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy developed a hernia on an unknown date. The cause of the patient¿s hernia was not reported but the peritoneal dialysis registered nurse (pdrn) stated it was not related to pd therapy. There have been no reported liberty select cycler product deficiency or malfunction associated with the patient¿s hernia event. The hernia was repaired on an unknown date and the patient was subsequently transitioned to back-up hemodialysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.